Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was on, but the display remained black. Customer¿s blood glucose (bg) level was 42 mg/dl. Customer consumed carbohydrates to address low bg. The customer reverted to an alternate method insulin therapy.